Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The patient was symptomatic and experienced polyuria when the cgm was displaying low. The patient monitored the cgm low alerts for 30 minutes and then he decided performed a bg which was 500 mg/dl. Afterwards the patient self-treated with an unspecified amount of insulin. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.